Event description:
The complaint/event involved a 30" (76 cm) appx 3.2 ml, 20 drop admin set w/integrated clave® drip chamber, spiros®, bag hanger. Just below the drip chamber, the tubing of the device was reported as cracked and split which resulted in a chemotherapy (carpboplatin) spill. The product was in use for zero hours and the event happened during priming. A code brown was called. Chemotherapy spilled on a staff member and onto the floor of the chemo suite. There was patient involvement and delay in therapy. There was no adverse event reported and there was no harmed.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device becomes available, supplemental vigilance report(s) will be submitted at that time.